Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shock was programmed to the secondary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.